Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the pacemaker had reached the elective replacement indicator (eri) voltage but no eri alert was triggered. The device was explanted and replaced on (B)(6) 2020. The patient was stable and discharged.

Manufacturer narrative:
Analysis was normal. No anomalies were found.